Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 2 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp), had the hp close all of the clamps and the transfer set and had the hp cycle power to the hc machine then cycle power again. The care giver (cg) stated that there were no leaks or wet lines, the hp did not disconnect and spare line clamps were closed. The tsr explained to discard all supplies and to report the alarms to the peritoneal dialysis nurse the next morning. The hp would finish the nights therapy manually. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information: product surveillance contacted the home patient's (hp) daughter on (B)(6) 2011 regarding the reported problem. The hp's daughter stated that they just shut everything down and started over with new supplies. The hp's daughter stated that the hp has continued therapy fine without any problems. There was no patient injury or medical intervention associated with this report. Evaluation summary: the se 2240 alarm cannot be confirmed due to sample not being available. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).